Event description:
The pt stated, she wears the pump into the shower daily. When the pump warned her of a low battery, she discovered moisture and corrosion in the battery compartment and also claimed that the battery was very warm to touch. The pt has had the pump in (B)(6) 2009 and has never replaced the battery cap. According to the pump's user manual, the battery cap should be replaced every 6 months. The pt denied suffering from any serious injury from the battery. This complaint is being reported due to the alleged warm battery. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The battery was not returned with the pump. The battery compartment was cracked and there was corrosion was found on the battery cap. The pump powered on normally and no overheating or alarms were duplicated during testing. The pump cover was removed to inspect for internal moisture ingress and none was found. In conclusion, the pump and battery overheating issue could not be duplicated during investigation.